Event description:
It was reported that the pt originally had an intrathecal baclofen pump implanted on (B) (6) 2004. The pt was receiving therapeutic effect up until 5 months ago. The pt exhibited increasing tone and no other signs or symptoms. Troubleshooting procedures done were on (B) (6) 2010, a baclofen assay report showed there was no medication in the csf sample. On (B) (6) 2010 a cat scan was done, and the CT report showed that there was no arachnoid cyst, loculation or adhesions within the subarachnoid space to account for baclofen pump malfunction. The CT also reported there was a tapering and small size thecal sac in the lower lumbar region. This was likely exacerbated by the profound thoracic kyphosis which resulted in some stretching of the thecal sac as it is draped over the focal thoracic curvature. The 3rd impression found in the CT scan was severe thoracic kyphosis which was gradual throughout the thoracolumbar region and measured approx 90 degrees of curvature between the superior end plate t3 and the inferior end plate of l4. There were no features of vertebral canal or neuro foramena stenosis. The decision was made by the managing physician dr (B) (6) as well as the neurosurgeon dr (B) (6) to explant the existing catheter and pump and re-implant a new system. It was pointed out to both the neurosurgeon and the managing physician that there was still 17 months of battery life on the current pump and they both acknowledged that. The doctor was concerned about the pt not getting drug, suspected to be due to the catheter, even though the CT scan was negative for findings. The clinicians were getting the expected residual volumes upon refills, so the pump replacement was elective to prevent another surgery in 17 months. The pt underwent replacement. No kink in the catheter was noted upon explant. A concentration of 500mcg/ml lioresal was put into the drug reservoir of the new pump and the measured length of catheter that was implanted today was 63.6 cm. The pt had a priming bolus to prime the internal pump tubing and catheter and then was restarted at a daily infusion rate of 75mcg/day. At the time of the explant, the pt had been receiving lioresal 2000mcg/ml at a daily infusion rate of 800mcg/day.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed no anomaly found, normal device function. The pump passed flow tests at 24,000ul/day and 300ul/day. Final device analysis of the catheter revealed a reliability non-conformance. There was a catheter leak due to a hole caused by the pump connector pin. The catheter was returned in three pieces: a proximal piece 31.0cm in length with the pump connector, an 11.7cm middle piece, and a 38.4cm piece to the distal tip. The proximal catheter piece had a hole located at the end of the pump connector metal piece. This piece failed pressure testing due to leaks.